Manufacturer narrative:
(B)(4).the device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4)the device was operational and was not returned for evaluation. The reported iipv was confirmed based on reported information. The assignable cause was undetermined. Review of service history revealed no failures/problems that were the same as, or similar to the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A device history review was performed with a failure of low battery message. The device was reworked and passed all subsequent testing.

Event description:
During follow-up on an alarm from corporate product surveillance, the home patient (hp) also reported having two high drain volume 611 alarms (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria). The hp stated that they contacted their registered nurse (rn) and the nurse also did not know why the patient was getting the alarm. The hp stated that they would only drain about 100 ml. The hp stated that they would resolve the alarm by pushing stop. There was patient involvement but there was no serious injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the rn on (B)(4) 2012 regarding the reported high drain alarms. The rn was not made aware of the alarms. She stated that the patient's largest prescribed fill volume is 1100 ml. She stated that the patient was not prescribed to perform off cycler exchanges. She stated that the patient has not reported any high drain volumes to her. She stated that she could not provide any additional information. No patient injury or medical intervention was reported. No allegations were made against any baxter products. Ps spoke with the hp on (B)(6) 2012 regarding the reported high drain alarms. The patient stated that he did not have any overfill symptoms associated with these alarms. He stated that he does not perform any off cycler exchanges. The patient stated that he has not had any other issues with therapy. No further information was available. No patient injury or medical intervention was reported. No allegations were made against any baxter products.